Manufacturer narrative:
This is the same event as 3010536692-2016-00529.

Event description:
Allegedly the patient was revised due to the following mom complication: chromium and cobalt toxicity and pain (right) additional information provided 04/11/2016 regarding revision date being (B)(6) 2010 not (B)(6) 2009.